Event description:
It was reported by the customer's mother that their sensor needle may have broken off in the customer's body. However, after an x-ray and ultra sound, the hospital found nothing in the customer's body. Customer's mother stated when she removed the sensor, there was very little of the electrode left. Customer's blood glucose level 201 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.